Event description:
The stiffness is thought to have caused a tracheal laceration. Caused tracheal lacerations. Intubating stylet /bougie caused tracheal mucosa laceration when used for exchanging damaged endotracheal tube. The stiffness of the bougie is thought to cause the tracheal laceration despite of no difficulty found during endotracheal tube exchange procedure . Unsure if this medical device is regulated by FDA or if there is any standard in the stiffness of this disposable airway bougie catheter.

Manufacturer narrative:
Patient was injured during intubation. Complaint not confirmed due to lack of photo or returned product. The complaint history was reviewed for the 24 months preceding the complaint reporting date. There were 2 complaints about the part in the timeframe. Performed risk analysis with RMA-20024b, parker flex-tip endotracheal tubes, product risk analysis. The complaint aligns with risk ID r24, "the hardness of the tube material is inappropriate". The associated severity rating is 7/10. Sent complaint to the supplier. Most likely root cause is user error. Performed inspection of inventory with director of clinical - hardness of device is appropriate.

Manufacturer narrative:
Patient was injured during intubation.

Event description:
The stiffness is thought to have caused a tracheal laceration. Caused tracheal lacerations. Intubating stylet /bougie caused tracheal mucosa laceration when used for exchanging damaged endotracheal tube. The stiffness of the bougie is thought to cause the tracheal laceration despite of no difficulty found during endotracheal tube exchange procedure. Unsure if this medical device is regulated by FDA or if there is any standard in the stiffness of this disposable airway bougie catheter.